Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure after two attempts of placing the lead due to high threshold it was not possible to screw the lead again. The fixation system was too stiff and it was not possible to be screwed. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis revealed the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix fully retracted with tissue and blood visible in helix. The distal conductor is distorted in the connector at 1.5cm (spin). Damaged at implant attempt. No further helix testing possible.